Event description:
It was reported that the insulin pump over-delivered insulin. Customer has been experiencing low blood glucose readings. The blood glucose reading is 118 mg/dl. The reading has decreased to 93 mg/dl; customer is eating to keep the blood glucose level up. The last blood glucose reading was 120 mg/dl. After troubleshooting, the customer will monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.